Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room because they experienced rapid heart rates and pectoral muscle stimulation. It was noted that the right ventricular (rv) lead exhibited low impedance, high thresholds, muscle stimulation and a polarity switch had occurred. An x-ray was done and a subclavian crush on the rv lead was observed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.